Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that when testing this fogarty catheter prior to use in the patient, the balloon could not be deflated when sterile fluid was injected. Replacing the catheter for another one solved the issue. There was no allegation of patient injury. The catheter was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
One 120804f catheter with stylet inserted was returned for examination. The reported event of "balloon could not be deflated when a sterile fluid was injected" was not confirmed. As received, there was no visible liquid inside the balloon. The balloon was inflated with 0.75 ml of water and the balloon inflated clear and concentric. Balloon deflation was achieved in 4 seconds without a syringe attached which was in specification. The balloon material and windings appeared to be in good conditions. No visible damage or abnormality was observed from the catheter body. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It should be noted that this event happened before use in a patient and no complications were reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.